Manufacturer narrative:
Date of submission 11/06/2017 the device has been returned and evaluated by product analysis on 10/19/2017 with the following findings: a review of the black box showed no rewind motor errors. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with no alarms. The complaint could not be duplicated during the investigation. Unrelated to the original complaint, the battery compartment was cracked between the bumper pad and the cover. Additionally, the display was dim with reddish hue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the piston rod was not retracting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.